Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389s-40, lot # v761178, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot # v761178, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported both of the patient¿s implantable neurostimulators (ins) were had an elective replacement indicator (eri) and they were scheduled for normal battery depletion replacement on the day of report. It was stated the left ins had high impedance of over 4000 ohms. It was noted the right side ins had ¿about the same value¿ in regards to impedances. It was stated they were ¿slightly higher on the ohms¿ for the right ins. It was noted the patient¿s therapy was ¿not the greatest¿ but when the stimulation was turned off, their doctor was aware that the patient had therapy/benefit. Additional information received reported the impedances were all within normal limits after the generator replacement. It was stated the patient received effective therapy.